Event description:
Reference MDR #3006425876-2011-00068 for the first event involving the same pt. It was reported that a second kit was opened and the catheter was being inserted into the right subclavian vein of a male pt in the ccicu/cticu. During insertion, the physician noticed the catheter hub was cracked and blood was leaking out of the cracked hub. He clamped the pigtails with the blue and red clamps at the distal end of the extension lines and both clamps broke. Both transparent extension lines on the pigtails were damaged and were leaking. As a result, the physician placed a third catheter w/o incident. They do not know if there was a delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.